Manufacturer narrative:
Investigation summary: 1. Lot#: 9064692 DHR was reviewed and no qn found; 2. Manufacture records were reviewed, no abnormal was found. 3. 14pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. 4. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; 5. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: lot#: 9064692 DHR and manufacture records were reviewed, no abnormality was found; 14pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to dfema 149rmn-0004-03, the severity of leakage is moderate(s3), the occurrence of pen needle leakage complaint rate is <1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It has been reported that one bd ultra fine¿ pen needle has been found experiencing leakage before use. The following has been provided by the initial reporter: it's noticed that leakage at needle tip during priming before usage.